Event description:
The customer reported the system shut down when the interconnect cable was moved. There is no report of patient injury or death.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The interconnect cable was replaced during the service call. The system was tested and found to be working as intended and put back into service.